Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported during a lap anterior resection, that the jaw detached and lodged in patient tissue. This happened during the open portion of the procedure and the surgeon was able to retrieve the piece. No patient consequences.